Manufacturer narrative:
D9: date returned to mfg.: 7/2/2024. Through device analysis the complaint was confirmed. The connector from the power supply to main board was not correctly plugged in. Correctly connected and the device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error was reproduced on the bench. It was also reported that the device shuts down intermittently. This occurs from a few minutes to 20-30 minutes, and sometimes operates the entire day without any problems. It happened after approximately 2-3 minutes at 43 degrees. However, it was run again immediately afterwards without any problems for over 30 minutes. The issue was reproduced. There was patient involvement, but no patient harm/adverse event reported.